Manufacturer narrative:
H3: product ID 97755, lot/serial# (B)(6) was returned for analysis and found there was a failure with the recharger antenna and a "poor recharge quality" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that about 2 days ago they tried to charge their implanted neurostimulator, but it wouldn't charge and was depleting their controller battery. Patient said the recharger cord was getting really hot where it went into the paddle. Patient denied any physical burns or injuries from the cord. An email was sent to the repair department to replace the recharger. Patient stated their implant battery is almost fully depleted. Additional information received from patient. Patient called and confirmed receiving the replacement recharger. Patient noted in the box there was a paper that has some information on it regarding using a belt to charge their implant. Patient stated they never had a belt and they sit in a chair to charge their implant. An email was sent to repair to send a belt to the patient.

Manufacturer narrative:
Continuation of d10: product ID: 97755, lot/serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.